Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed as well as functional testing, which included leak testing. During the evaluation, a leak was identified due to a crack in the rim of the minicap. The reported issue was verified. The cause of the leak was the cracked minicap, but the cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine leaked from a minicap that was on a transfer set. The transfer set had been exchanged approximately one month prior to this event and was used for about 30 days. There is currently not enough evidence to determine if the leak was due to an issue with the transfer set or the mini-cap itself. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.